Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. The harvesting device was returned outside the cannula. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the cannula. The c-ring was observed to be intact. There were no visual defects observed on the harvesting device. The heater wire as well as the silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula. No resistance was noted, and the harvesting device was able to be inserted with no visual or physical difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000270734 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cautery sticks in the device. There were no water-resistant lubricants used while inserting the harvesting tool into the cannula. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. This caused branches to be ripped off instead of cauterized. No significant bleeding occurred during branch dissection. The hospital reported a hole in the conduit. There was a little delay because he had to repair the area with a 7-0 prolene suture. The same device was used to complete the procedure. There were no wound complications during the immediate post-operative periods. There were no additional incisions required. They stated that the patient did not sustain any injuries due to this reported failure.